Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out of range pacing impedances on a competitors defibrillation lead.

Manufacturer narrative:
It was reported that the impedances have been trending upwards for some time. The physician elected to monitor the patient for the time being. As of today the device remains in service. No additional information is available at this time. If additional information becomes available, the event will be reopened. The device remained in-service and was explanted over five years later for normal battery depletion and returned. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.